Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: sixteen open 32g x 4mm pen needle samples and five photos were returned from an unknown lot. No., cat. No.320136. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on ten samples and a bent non patient end of cannula was observed on three samples. No issues were observed with the remaining three samples. No DHR review can be carried out as lot number is unknown. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 16 pen ndl 32ga 4mm experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: needle npe is bending when attaching to the pen.